Event description:
It was reported that the implantable cardioverter defibrillator (ICD) transmitted invalid data for an atrial fibrillation (af) episode. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2012. A 6947 implantable tachy lead. A 4194 implantable pacing lead: (B)(6) 2012. (B)(4).